Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of the received problem description. During further investigation of the reported issue it was found that the o2 and air nozzle units were defective and needed to be replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).